Manufacturer narrative:
Updated data: h2 h3 h6 image review: two live videos and two still cine images were provided for the event. There was no computed tomography (CT) or executive summary provided for anatomical considerations. There was no fluoroscopic valve load inspection provided there fore it can not be confirmed or denied if the valve was loaded properly. It was reported that during a transcatheter aortic valve procedure, the valve was noted to be compressed at the inflow after implant. Evidence showed the valve has an infold present. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. A post-dilation of the valve with a 22 millimeter (mm) semi-compliant balloon was performed, during which the valve dislodged out towards the ascending aorta with the balloon while it was inflated. It was reported that the valve was fixed there and a second valve was subsequently implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected information: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data h6 corrected data: h4 - device manufacture date corrected from blank medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, t valve was noted to be compressed at the inflow after implant. A post-dilation of the valve with a 22mm semi-compliant balloon was performed, during which the valve dislodged out towards the ascending aorta with the balloon while it was inflated. The valve was fixed there and a second valve was subsequently implanted.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added second paragraph. D4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the valve was noted to be compressed at the inflow after implant. A post-dilation of the valve with a 22mm semi-compliant balloon was performed, during which the valve dislodged out towards the ascending aorta with the balloon while it was inflated. The valve was fixed there and a second valve was subsequently implanted. Additional information was received indicating that valve was deployed bottom of pigtail over a non-medtronic guidewire at a depth of 3 mm on the non-coronary cusp and 5 mm on the left coronary cusp. The valve dislodged completely towards the ascending aorta +2.5 cm. Of note, the patient had no anatomical abnormalities.